Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, a relationship between the report event and device could be established. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the test pump cartridge could not be turned to the locked position due to corrosion inside u.I. Assembly. Root cause is determined to be corrosion. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the versajet handset was unable to be inserted into the console. The piston chamber seems to be frozen up or out of alignment to receive orange key cartridge. This was their first time using console. The console was then tested by the sales rep by trying to insert his own demo handset into console, and it did not work either. Console is non-functional. No case was involved.